Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing normal limits shock impedance measurement of 180 ohms, during a defibrillation threshold (dft) test the patient rhythm could not be converted. The field representative checked the electrode impedance, and it had an out-of-range measurement of 205 ohms. This s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing normal limits shock impedance measurement of 180 ohms, during a defibrillation threshold (dft) test the patient rhythm could not be converted. The field representative checked the electrode impedance, and it had an out of range measurement of 205 ohms. This s-ICD system was explanted and successfully replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.